Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. Initially, it was reported that there was noise on the 12-lead electrocardiogram (ECG) signals on both the carto 3 system and the recording system. The 12-lead ECG cable was replaced, and the issue was resolved, and the case continued. The ECG issue is not MDR reportable. Then, it was also reported that the patient had hypotension post procedure. The hypotension was noticed on anesthesia monitor. Excess fluid was observed around the heart and confirmed with a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. Drain was inserted for the pericardium. Patient was stabilized and transferred to cardiothoracic (CT). It was found that the drain had been placed through the liver into the heart, and so cardiothoracic intervention was taken to remove the drain. The patient required CT surgery; thereby, extending the hospitalization. It was reported that the physician was using the decanav catheter in the epicardial space. Follow up has been requested to determine if the decanav catheter perforated the heart and to clarify what was meant by used "in the epicardial space".

Manufacturer narrative:
Additional information was received on 20-mar-2025. The decanav did not perforate the heart. The physician performed a subxiphoid access at the beginning of the case in order to access the epicardium, and mapped it with the decanav. Noise was on 12 lead ECG which was noticed on carto and recording system. The signal interference was only observed on body surface (bs) at the beginning of the case. They swapped out the bs cable and resolved the noise before any intracardiac (ic) catheters were used. There was intact ECG available via anesthesia. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).